Event description:
Tip broken off tubing where it connects to laparoscopic trocar.====================== manufacturer response for insufflation tubing, pneumosure insufflation tubing======================the rep verbally reported that the company has been aware of the problem with the glue in this tubing for several months. They are apparently working on a solution, but no adequate replacement will become available for several more weeks and they continue to provide tubing with known breakage issues.